Event description:
A home patient (hp)'s caregiver (cg) contacted baxter's (B)(4) reporting that the hp cut the line off somehow while on the homechoice (hc) machine during dwell 3 / 4. The cg stated that he just disconnected the hp and requested assistance to end the therapy. The technical service representative (tsr) assisted the cg to end the therapy, and advised to call the peritoneal dialysis (pd) nurse. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by (B)(4) to the cg on (B)(6) 2010 regarding the cutting of the line, it was revealed that the patient line was accidently cut off, because it was tangled-up in the hp's wheel chair as she was trying to go to the restroom. The cg stated that they immediately clamped off all the lines and performed a manual drain. Per cg, the hp did not have any injury or harm as a result of this incident. The cg confirmed that he had informed the nurse. The cg also confirmed that no defects were noticed on any of the supplies. The cg stated the he did not know the lot number. The cg stated that hp is continuing therapy. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a report of a cut patient line. This complaint was not confirmed in the lab due to a lack of sample; however, based on information obtained during baxter's investigation it was learned that the patient line was accidently cut when the tubing became tangled in the home patient's wheel chair. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.